Manufacturer narrative:
(B)(4). Device status changed from not returning to returned. Visual inspections were performed on the returned device. The reported suture break was confirmed as a link break/suture retrieval issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a suture break occurred with the first proglide device attempted in the rcfa. The sutures of two new proglide devices were successfully pre-placed in the rcfa. The sutures of two proglide devices were successfully pre-placed in the left common femoral artery (lcfa). The sheath was upsized to an 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in both the rcfa and lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.